Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, in the third quarter of the procedure, the surgeon noticed that the fenestrated bipolar forceps instrument was not able to be manipulated properly. The first assistant then noticed that the instrument cables were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved with non-intuitive motion, and it was hard to control the wrist movements. The instrument remained static when the surgeon was not manipulating it from the surgeon side console (ssc). The reporter confirmed that the non-intuitive motion' occurred while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The inability to move the instrument occurred when the surgeon attempting to manipulate the instrument from the ssc. The movement of the surgeon scaled appropriately to instrument. The movements were chaotic and the surgeon was not able to move the instrument in the intended direction. The timing of the movement was appropriate, there was no lagging. There were no shakiness and/or friction experienced and there was no collision or interferences detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed was found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.